Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that this patient's latitude monitoring system detected a red alert (high voltage on shock lead during charge). The local representative was notified. The local representative contacted technical services to report that this patient had received a red alert and was now claiming that the device was generating beeping tones. This device/lead system's history is remarkable for out-of-range (oor) shock impedance measurements. Technical services noted that electrogram noise was present on all intracardiac channels. Technical services commented that a call had been received last year to discuss some type of carpal tunnel electrical stimulation therapy. A review of episode#5 identified normal 1:1 conduction with development of electrogram noise on all 3-intracardiac channels for approximately 6 seconds. The noise terminated and 1:1 conduction resumed with no inappropriate shock delivered. Boston scientific received information that this patient was scheduled for an in-clinic follow-up. The patient does not recall receiving external electrical stimulation therapy in (B)(6) 2011. Technical services discussed performing 2-manual capacitor reformations. Technical services was informed that two manual capacitor reformations were performed . The first reformation resulted in a high voltage on the lead message. The second reformation was performed successfully. Another reformation was performed which generated another high voltage on lead message. Technical services recommended that the device should be explanted and replaced. The local representative technical services to report that the patient was scheduled for an invasive procedure and wanted to discuss lead testing. Technical services suggested delivery of a maximum energy shock through the patient's chronic lead utilizing the replacement device. Technical services recommended replacement of the new device and chronic lead if a shorted lead message is generated.

Manufacturer narrative:
The available information suggests that the device and lead system remains in-service.

Manufacturer narrative:
Boston scientific received information that the patient was presented to the electrophysiology (ep) laboratory. The device was successfully explanted and replaced without incident. The replacement device and chronic lead were tested and no anomalies were identified. The patient's chronic rv lead remains in-service.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (high shock impedance). The local representative was contacted. The latitude data upload was reviewed and evaluated by the clinic nurse on latitude's physician web site. Subsequently, boston scientific crm received information from the clinic nurse that this device and lead system has been exhibiting varying shock impedance measurements since 2008. In (B)(6) 2008, the patient was presented to the electrophysiology (ep) laboratory and defibrillation threshold (dft) testing was performed. The physician has elected to continue monitoring through the use of latitude.